Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and x-ray tube were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was displaying errors and would not produce a diagnostic image. There is no report of patient injury associated with this event.